Event description:
It was reported that a patient experience an unspecified alarm on the homechoice during cycle 1 of 5. The patient was connected at the time of the alarm. A swap of the device was initiated and the nurse was advised to use continuous ambulatory peritoneal dialysis for therapy until the new machine arrived. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. Review of the event history logs identified the reported alarm to be a system error 2017 alarm. The device was determined to meet electrical performance specification per return instrument test evaluation (rite) testing but failed functional testing. An external and internal visual inspection was performed and revealed that the digital pcb was contaminated. Upon conclusion of the investigation, the cause of the reported alarm was determined to be contamination on the digital pcb. The digital pcb was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.